Event description:
Patient reported left side "encapsulation", "presence of liquid", and "increase of the breast." Healthcare professional later reported ¿disruption of skin¿ and ¿a strange-looking liquid is coming out.¿ device remains implanted.

Manufacturer narrative:
(B)(4). The events of seroma-late, drainage, extrusion, necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, drainage, extrusion, necrosis.